Event description:
Sales representative reported the jaws of the grasper came off the shaft inside the pt during a laparoscopic gallbladder procedure. All the pieces were retrieved from the pt and no injury was reported.